Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that the balloon was stuck and could not be separated. The target lesion was located in the right coronary artery (rca). A 10mmx3.50mm wolverine cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon was stuck during the travel of the external guide wire and could not be separated. The procedure was completed with another of the same device. No complications were reported and the patient was stable after the procedure. It was further reported that the 90% stenosed target lesion was located in the severely calcified rca. The guidewire used was a non-boston scientific device. The wolverine did not enter the patient.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination revealed no issues with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion identified that the outer lumen was stretched and bunched 4.6cm from the distal tip preventing the guidewire from being removed. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage.

Event description:
It was reported that the balloon was stuck and could not be separated. The target lesion was located in the right coronary artery (rca). A 10mmx3.50mm wolverine cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon was stuck during the travel of the external guide wire and could not be separated. The procedure was completed with another of the same device. No complications were reported and the patient was stable after the procedure. It was further reported that the 90% stenosed target lesion was located in the severely calcified rca. The guidewire used was a non-boston scientific device. The wolverine did not enter the patient.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that the balloon was stuck and could not be separated. The target lesion was located in the right coronary artery (rca). A 10mmx3.50mm wolverine cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon was stuck during the travel of the external guide wire and could not be separated. The procedure was completed with another of the same device. No complications were reported and the patient was stable after the procedure.